Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the clock of the insulin pump was working slow. The customer's blood glucose level was unknown. The customer reported that the clock was working slow and was loosing 1 minute per week. The customer also reported unexplained no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) esc, act and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm, back light, time/clock anomaly due to unresponsive button. Device had stripped battery cap coin slot (p). (B)(4).